Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain the patient's weight. Further information was requested but not received.

Event description:
Additional information received indicated that the cervical ipg was explanted and replaced on (B)(6) 2020. Later, the thoracic ipg was explanted and replaced on (B)(6) 2020. Reportedly, the issues resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03014. It was reported that both patient's cervical and thoracic ipgs, were unable to communicate with external devices. A manufacturer representative confirmed the issue and both ipgs were deemed inoperable. Surgical intervention may take place at a later date to address the issue. It is unknown which ipg is cervical or thoracic. Therefore, all the suspected devices are being reported.